Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to arterial thrombosis and occlusion of native vessel.

Event description:
On (B)(6) 2015 a patient with a stenotic right renal artery and pre-existing aortic neck thrombus underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses featuring c3 delivery system. On a final angiographic run, the right renal artery appeared to be occluded. A coda balloon was advanced and inflated in attempt to reposition the trunk-ipsilateral leg endoprosthesis. Although it wasn't confirmed that the endoprosthesis had moved, flow within the right renal artery could be seen. It was still apparent that the right renal artery had occlusion, but the flow was described as "good." It was decided anticoagulants would be administered overnight so the patient could be re-assessed by CT scan the following day, for a possible additional stent placement. On (B)(6) 2015 it was reported the patient's kidney function was stable, however the glomerular filtration rate was increasing. It is not yet known whether a reintervention took place.